Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon routine inspection in spd the threads on the acetabular cup inserter are stripped. The handle will no longer thread into the pinnacle cup and can no longer be used.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.